Event description:
The patient was implanted with plate and screws on (B)(6) 2012. Patient complained of pain from implant on (B)(6) 2013. The plate and screws were planned for removal on (B)(6) 2013. This is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.